Event description:
Epidural catheter stylet did not glide smoothly through the epidural catheter needle: 3 kits of the same lot # were opened and each kit catheter had the same malfunction. Another lot # was opened and the epidural catheter worked fine.supplier has switched out 48 kits to a different lot number. This happened almost immediately and patient care in ob unit was not disrupted. Teleflex medical needs time to examine the catheter and stylet before they can comment.